Event description:
12-16-97, per_q_cath cath size 3.0 length 38cm inserted. 12-23-97, cath removed with 2.5 inches missing. Cxr shows broken fragment of PICC line in the right pulmonary artery. 12-24-97, catheter fragment retrieved. Pt hospitalized for 24 hr observation.